Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ syringe with precisionglide¿ needle there was an issue with scale marking error. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: ten sealed 3ml packaged syringes with needle were received and confirmed to be from batch #8155886 (p/n 309578). The samples were visually evaluated. All ten syringes have more than 50% of the print missing. The entire scale is affected with the majority of the lower scale missing. The missing print observed is rejectable per product specification. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the print defect is associated with the marking process. No corrective actions are necessary based on the defective rate identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd luer-lok¿ syringe with precisionglide¿ needle there was an issue with scale marking error. There was no report of injury or medical intervention.